Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an integra meshed bilayer wound matrix (ID (B)(4) did not incorporate (left lateral malleolus anf peroneus tendon). Size of product required to reapply to surface area where product did not incorporate: 2x2cm the patient is a 62-year-old female with a history of peripheral vascular disease now status post revascularization with bypass, with chronic left lateral malleolar wound with exposed bone and tendon. The patient has undergone aggressive debridement, with application of integra matrix. She is a poor candidate for flap reconstruction due to peripheral vascular disease.

Manufacturer narrative:
The integra meshed bilayer wound matrix was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the most likely cause is the underlying condition on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a